Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was broken after being dropped by a pediatric user¿s family member, leading to a nonfunctional display and replacement shipment. Symptoms included no clinical effects. Outcomes included no impact on health and no need for medical intervention or hospitalization. Investigation included a review of the user report and coordination of device return with instructions to shut down the device, sync data to the mobile app, and use the dexcom app or receiver for cgm continuity. Investigation of this device revealed physical damage to the display assembly consistent with accidental drop, with no indication of device malfunction prior to the external damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.